Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported " noted that the left implant was ruptured [during explant surgery]." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, implant exchange due to concern with the device, and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and exchange due to concern with textured product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and implant exchange due to concern with the device. Device remains implanted.